Manufacturer narrative:
One (1) used unit. List #011-h2457, (B)(4) units of spiros® connected to, 30 ml syringe with daratumumab were returned for evaluation. As received some daratumumab residual was observed inside the sample, the spiros mechanics were spun freely, and no visible damage or anomalies were observed. The returned set was tested as returned configuration and no internal/external leaks were observed. No device history review (DHR) lot # was reviewed because the lot was no reported by the customer. Complaints of leaks cannot be confirmed during the test. D9 - date returned to mfg: 8/29/2024.

Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved 25 units of spiros closed male luer where the customer reported the use of spiros (secure syringe adapter) for secure administration (nurse practice)- leak on syringe at the spiros/needle connection. Syringe containing daratumumab sc. Syringe quarantined. Remanufacturing new preparation. The incident occurred before. The customer also stated that they learned about the event when the nurse informed the unit pharmacist. The event happened at the time of connecting the syringe at the start of the infusion 1ml of medication. The device was in clinical use at the time of the event and the patient was connected to the device, but no adverse events were noted. There was a delay in critical therapy, time for the destruction of the used syringe and replacement of it. There was no need for medical intervention. The medication involved was daratumumab sc (anti corps - cd38 inhibitors) who was replaced. The leak occurred from the start of administration. The leak was not cleaned up according to your facility¿s protocol because it was minimal. There were no noticed physical defects in the device before use, no hole, cut, tear or any other defect. No other information was provided.

Manufacturer narrative:
One (1) used unit. List #011-h2457, (B)(4) units of spiros® connected to, 30 ml syringe with daratumumab were returned for evaluation. As received some daratumumab residual was observed inside the sample, the spiros mechanics were spun freely, and no visible damage or anomalies were observed. The returned set was tested as returned configuration and no internal/external leaks were observed. A device history review (DHR) lot # was reviewed and no discrepancies, anomalies, or non-conformances were identified. That might lead to the condition reported by the customer. Complaints of leaks cannot be confirmed during the test. D9 - date returned to mfg: 8/29/2024.